Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a correction bolus via the pump to address their bg level. The customer alleged that the pump miscalculated boluses. During troubleshooting it was found that settings were incorrect. Tandem technical support guided the customer through correcting the correction factor to address the event.